Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient received multiple inappropriate shocks for continued oversensing of noise. The inappropriate shocks occurred while the patient was running. In addition, the rv lead continued to exhibit more rv lias triggering for high pacing impedance spikes, elevated sic and high-rate non-sustained episodes. Rv oversensing and high thresholds were also noted. ICD and rv lead reprogramming was performed. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that approximately two months after their implantable cardioverter defibrillator (ICD) was replaced, it began toning every four hours for a few days before it stopped. The patient noted that the toning began after exercising and lifting heavy and they were told by their clinic that ¿the lead was too sensitive and reading things that weren't there.¿ the patient had concerns about the device, why the device alarms stopped on their own without turning them off at an in-office check and why the lead issues only presented after a device change. The patient presented to the emergency room for a check several days later and a right ventricular (rv) lead integrity alert (lia) was noted to have triggered for elevated sensing integrity counter (sic) and high-rate non-sustained episodes. In addition, rv lead undersensing was seen. The patient noted again several days later that the device continued toning and they thought they could feel the lead when swimming. Additional device checks several more days later showed more rv lias triggering for elevated sic, high-rate non-sustained episodes and lead impedance variation and high impedance spikes with occasional stable/normal impedance trends. The cause of the issue has not been confirmed, and the rv and ICD lead remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ICD was explanted.